Event description:
The customer reported to baxter (B)(4) of a one-link microbore catheter extension set in which the "one link connector oval shaped rather that round." The process step is before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was available for evaluation. The sample arrived out of the pouch primed. Visual inspection confirmed that the male luer collar is deformed oval in shape. The reported condition was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.